Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead impedance was high and out of range. The patient was asymptomatic. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was stable throughout.